Event description:
It was reported that the etrak 2500p could not recognize the transmitter and was non operational. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the internal transmitter cable was defective and was replaced. The system was tested and found to be working as intended and placed back into service.